Event description:
The customer reported the system had an intermittent key stuck error. The fse noted, "customer said that the system would not boot up all the way." There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.